Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ date of event - unknown. (B)(6). This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-09219 / 09220).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent total hip arthroplasty on an unknown date with competitor products. A revision procedure was performed on (B)(6), 2014 due to hip dislocation and a biomet constrained acetabular liner and head were implanted. While the patient was exercising, a new dislocation occurred and the patient was hospitalized on (B)(6), 2014. No additional revision surgery has been reported to date. Additional information received noted the patient was revised on (B)(6), 2014 due to luxation and anterior side impingement. The impingement was created by a retroverted cup and the stem being 15 degree of rotation/retroversion.

Event description:
It was reported that the patient underwent total hip arthroplasty on an unknown date using competitor products. A revision procedure was performed on (B)(6) 2014 due to hip dislocation and a biomet constrained acetabular liner and head were implanted. While the patient was exercising, a new dislocation occurred and the patient was hospitalized on (B)(6) 2014. No additional revision surgery has been reported to date.